Event description:
The reporter stated the surgeon used a cc4204a collamer aspheric single piece lens. Small tear in bag. Lens was inserted in the pt's left eye. The surgeon did not like the placement and the location of the lens once it was inserted into the eye. The surgeon decided to remove the lens and implanted a three piece competitor's lens. Reporter stated cause of incident was pt related condition. No product malfunction.

Manufacturer narrative:
(B)(4): no product allegation against the product. Evaluation method: lens work order search. Results: visual inspection of the returned product found plate haptic is torn and half of haptic is torn off and missing. Lens returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was pt related condition. No product malfunction. (B)(4).